Event description:
The report received from the affiliate indicated that approximately twenty-nine months after the index procedure, the patient was re-admitted to the hospital. Coronary angiography was done and a previous myocardial infarction (omi) in the left anterior descending (lad) region, a cardiac aneurysm and heart failure were observed. The angiogram also revealed a haziness/thrombus in the previously implanted cypher 3.0 x 23 mm stent. The stent had been implanted in the mid lad target lesion. The patient was asymptomatic and the flow in the vessel was good. No intervention was conducted. The physician's comment regarding the possible cause of the event was that it was possibly, due to the patient discontinuing his antiplatelet therapy due to retching.

Manufacturer narrative:
The index procedure was an elective case. The target lesion was the mid lad. The lesion was reported to be: de novo, concentric, 15 mm length, vessel diameter 3.0 mm, and type a. The lesion was pre-dilated with a 3.0 x15 mm balloon at 6 atm for 60 sec. A cypher 3.0 x 23 mm stent was implanted at 14 atm for 30 sec. The stent was not post-dilated. Ivus was done. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. An act was not measured. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.